Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer was sticking out, remained stuck open, and would not close. The customer stated that they managed to get the medication from another main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bearing cage on the right-side slide was exposed and missing bearings, and loose bearings were found inside the station, indicating a mechanical failure of the drawer slide assembly. A field service engineer removed pockets from both drawers (2.1 and 2.2) and initially installed a client spare drawer to restore functionality, which tested successfully in hardware test application (hta). The replacement drawer was configured in the system, and inventory was completed. On a follow-up visit, the client spare drawer was removed and replaced with an fse replacement drawer. The new drawer was configured and tested, and inventories were performed successfully. The system functioned as intended after the field service engineer repaired the device.